Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra-op, the tip of the driver sheared off as the closed headed ballast screw was being implanted. The driver tip could not be removed from the screw head and the screw head had to be cut off and removed from patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.